Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(6) 2016 for investigation. Historical complaints were reviewed for service information related to the reported complaint and there was one (1) previous history of complaint reported for autopulse with serial number (B)(4). During the external visual inspection, the front enclosure was cracked. The autopulse 1.5 is a reusable device and was manufactured on (B)(6) 2015. The physical damage found is a characteristic of normal wear and tear of the device. A review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) did not appear on (B)(6) 2016, however the archive did show that there were numerous user advisory 7, that appeared on (B)(6) 2016, thus confirming the reported event. Unable to perform the functional test due to user advisory 07 displaying upon powering up the device. In summary, the reported complaint was confirmed during the archive data review and during functional testing. During investigation one of the load cells was not functioning and needed to be replaced to remedy the ua 07. The front enclosure was also replaced. After repairs the platform passed all final test criteria.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) error message. No patient involved during this event. No additional information provided.